Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).

Event description:
The customer reported wash carousel motion errors, entering the not ready state, while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer noticed several reaction vessels (rvs) in the incubator track. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no impact to patient results as the instrument entered the not ready state and would not complete any assays on board. There was no patient consequence associated with this event. The customer used a new lot of reaction vessels that was not manufactured with the affected resin. A field service engineer (fse) was on site and cleared the track of fallen rvs, replaced several broken rv clips and confirmed the cause to be from the affected lot of rvs. The fse loaded the unaffected rvs on the system and confirmed the customer had properly disposed of the affected lot. The customer indicated no further issues.